Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was difficult to open. Replaced with another device to complete the proc edure. There no patient injury.